Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device is making a strange noise during defibrillation operational check. There was no patient involvement. A customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing a strange noise during defibrillation operational check . Due to the noted issue, the rse requested parts ordered for a replacement capacitor to resolve the failure. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. Per customer request, a replacement capacitor was ordered and shipped to the customer site to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.